Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 2,000 mg/dl while wearing the pod. Symptoms reported include vomiting and nausea. In addition the patient reports having a stomach bug as well as a seizure. The patient reports removing the pod prior to seeking medical attention. Once at the hospital the patient received treatment. The patient was discharged from the hospital the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.